Event description:
On (B)(6), 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported that for the previous 3 days the patient had frequent low blood glucose (bg) levels in the 48-60 mg/dl range. The reporter indicated that when the patient's bg levels dropped below 60 mg/dl, she had symptoms of shakiness. During the low bg events, the patient was able to treat herself with additional carbohydrates while at home. In addition, the patient would disconnect from the pump for up to 2 hours after the low bg event. The reporter mentioned that menses was a possible factor and that adjustments to the pump's settings were made during a regular appointment that day. It is unknown what specific adjustments were made during the appointment. The reporter refused to troubleshoot/review the pump during the contact with animas. The reporter claimed that the pump was reviewed by a pump educator that day and the device was programmed correctly. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered low bg levels and symptoms suggestive of severe hypoglycemia. However, at this time it is unknown if the pump and/or use error contributed to the patient's injuries.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.